Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. The analog pcb assembly was then removed for further examination. It was determined that the cause of the reported issue was due to an electrically shorted inductor, designator l1. Legs 1 and 4 of l1 measured 1.44k ohms, which prohibited the device from powering on. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device would not power on. As a result, defibrillation therapy would not be available if needed. The customer advised that the device emitted an alert tone, but there was no device functionality. There was no patient use associated with the reported event.